Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display. Troubleshooting was performed. Customer's blood glucose level was unknown at the time of the incident. It was reported that when the battery was removed, insert battery now was not displayed. The battery cap and compartment were neither damaged nor corroded. It was also reported that insulin pump was neither dropped nor exposed to moisture. Insertion of a new battery did not resolve the blank display. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with blank display due to moisture damage at electronic assembly. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay and serial number label fading.